Manufacturer narrative:
Device label code for f10. Position 1 and 2: 1738. The product was not returned to datascope for evaluation inspite of numerous attempts to contact the customer for the return of the product.

Event description:
After iabp for two days, blood was noted back into the system pump. Event complications: unknown-reported 10/11/96. Pt's current status: critical-rpt'd 10/11/96.